Event description:
The customer reported that the system had no fluoro images and the system will not boot up.

Manufacturer narrative:
The ge service rep replaced the faulty surge suppressor pcb and tested the system by numerous reboots. The system is operating as intended.